Event description:
Customer reported that a multistix 10sg dipstick read erroneously as a multistix pro 10lb dipstick on the instrument. There was no report of injury for this event.

Manufacturer narrative:
Customer indicated that pt was on pyridium. Customer was informed that any discolored samples should not be run by this method because it is a colormetric test. The customer has been re-trained for proper sampling technique. The customer has also been provided with updated software.